Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 14-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator had not worked since implant. The patient explained that the trial worked to help their back pain so much, but when the stimulator was implanted it went down both sides and they haven¿t gotten any relief in their back. The patient stated the healthcare provider did an x-ray which showed the leads came down. The patient was going to meet with the healthcare provider and manufacturer representative about the stimulator not working since implant. The indication for use was non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they didn't know the cause of the leads coming down. The patient tried to adjust stimulation to resolve the issue and the issue was not resolved.